Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Or, did the device fully fire and stop during the automatic knife return? Was the metal piece found part of the device jaw? Or, was it part of the reload?

Event description:
It was reported that during a colon procedure the surgeon felt the stapler reload move a little and stopped. The reload was replace. The device was inserted into the trocar and the surgeon had an issue where the reverse button had to be used. This did not work, after which the manual override was used to reverse the blade and the device was removed. A metal piece was sticking out of the distal end and a misfire occurred. The procedure was completed with a competitive device with no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 02/12/2021. D4: batch # u5dm1y. H6: component code = mechanical (g04). Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with the joint cover damaged and with no reload present. After further analysis the articulation mechanism was noted to be damaged as would not release the articulation setting. The device was dry fire and the knife started to come off and tangle through the joint cover. No functional test could be performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components. Upon disassembling, evidences of corrosion were noted on the tube-closure and the knife was noted to be buckled, causing the damaged on the joint cover and in the articulation mechanism. It should be noted that product failure is multifactorial. One possible cause for this condition may be the exposure of cleaning solution. The damage to the knife is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will buckle, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the anvil. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.